Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that the device moved a little bit and the surgeon is going to put a new one in. Patient stated that it wasn't working and they were pooping all day long drizzling out of them. The caller stated that they went to the hcp and t he hcp confirmed that the device had moved a little bit with an x-ray. Caller wanted to know if they were eligible to get an MRI with the ins turned off , pss reviewed MRI guidelines with the caller. The patient was redirected to their healthcare provider to further address the issue.